Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
Additional information received from the customer reported the damage to the forceps cap was found during a endoscopic ultrasound-guided fine needle aspiration (fna) diagnostic procedure. The fna needle was replaced and the same scope was used to complete the procedure. The patient was sedated and the procedure was delayed 5-10 minutes.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the test result report shows that there is not enough glue in the bis hole on the tip cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue.the instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[evis lucera ultrasound gastro video scope olympus gf type uct260]. Safety precautions: do not bend the endoscope insertion with strong force. Otherwise, the insertion part may be damaged. Do not apply shock to the tip of the endoscope, especially the ultrasonic probe or the surface of the lens. Ultrasound and endoscopic images may be abnormal. Do not twist or bend the curved part by hand. Otherwise, it may be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in evaluation found there was an abnormality in the ultrasound image due to breakage of the ultrasound probe. The curved rubber bond was cracked. The bending angle was insufficient and the play of the angle knob was out of normal state due to the elongation of the angle wire. The curved rubber adhesive part was peeling and the glue was chipped. There were scratches found on the insertion tube and objective lens. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported there was suspected damage to the forceps cap of the evis lucera ultrasound gastrovideoscope and the fine needle aspiration (fna) needle could not be attached. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the tip fixing screw adhesion was peeling. The report is being submitted due to the screw adhesion peeling found during evaluation.